Event description:
Pt's heelstick reacted with anti-a in tube 2+ strong, but when tested in gel with anti-a as negative, reactions with the anti-b and anti-d were 4+ strong both in tube and in gel. Customer is using abd/reverse cards lot 050401037-04. Customer wanted specimen evaluated. There was no report of patient harm as a result of this event.